Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the device loudspeaker is intermittent faulty. There was no reported adverse event to the patient or user. The philips field service engineer went on to the customer site and confirmed the faulty loudspeaker.

Event description:
The customer reported that the device loudspeaker is intermittent faulty. There was no reported adverse event to the patient or user. The philips field service engineer went on to the customer site and confirmed the faulty loudspeaker.

Manufacturer narrative:
The philips field service engineer (fse) reviewed the device error logs, and there was a loudspeaker intermittent fault found. The fse reinserted the speaker into the device to resolve the issue. The device was operational after repairs were completed.